Event description:
During a laparoscopic nissen fundoplication procedure a cable snapped on the liver retractor. The physician converted to an open procedure and completed the case. X-ray was taken. No beads seen in the abdomen. The patient was closed and taken to the unit in a stable condition. No adverse reaction noted.